Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's symptoms returned and they think that their pump may not be working. The patient confirmed that their pump was not alarming. The symptoms the patient was experiencing was neuropathy and pain. The patient noted that they would be flying in on (B)(6) 2017 to see their doctor as they are due for a refill soon. It was also reported that the patient was in a car accident in (B)(6), but the symptoms were more recent. No further complications were reported.

Manufacturer narrative:
Corrected to reflect the report on (B)(6) 2017 that the patient suffered an adverse event, but no product problem was confirmed per the patient's healthcare provider. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Updated to reflect the patient's weight at the time of the event.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient's symptoms were not related to the alleged device issue and that there was no confirmed device issue. The hcp reported that the patient was evaluated in the clinic and that, though the cause of the patient's pain and neuropathy were not determined, their symptoms were resolved. No further complications were reported.